Manufacturer narrative:
Discrepant abo blood group for one patient on their ortho vision biovue analyser. The root cause is user-related; the operator selected the wrong sample when manually assigning the profile and patient ID to the sample. No general product failure is identified. No biased results were reported to a physician. No patient was harmed. (B)(4).

Event description:
The customer is reporting a discrepant abo blood group for one patient on their ortho vision biovue analyser. Complainant/ complaint reporter: mrs (B)(6) ¿ laboratory technician. Event date: (B)(6) 2017. Reported on: (B)(6) 2017 by mrs (B)(6) to the (B)(6). Reagent: ortho system biovue cassette, lot number and expiry date not provided. Software version: 5.10.0. The customer said that on (B)(6) 2017, a sample with identification (ID) (B)(6) was loaded onto their ortho vision biovue analyser. The customer said that the analyser was slow to start processing the sample, so they chose to manually assign the profile and patient ID to the sample. The customer said that when they reviewed the result they discovered a discrepant forward blood group result. They were expecting b rh (d) positive however, they had obtained o rh (d) positive. The customer said that the operator selected the wrong sample from the rack when manually assigning the patient demographics. The customer said that they repeated the testing using the correct patient ID assigned to sample 30492 and they had obtained b rh (d) positive. No biased result had been reported to a physician and no patient had been harmed as a result of the reported event.